Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: on examination, there was moisture observed behind the display lens on the display screen. The pump was not able to be powered on using the returned battery cap or a test battery cap. The returned battery cap coin slot observed to be worn. Returned battery cap and test battery cap were able to be fully secured to the pump. The returned battery cap was evaluated and found to be within the required specifications. The audio bolus button cover was found to be missing. A leak test was performed and a bolus button leak was confirmed. Investigation was unable to complete all steps of the investigation due to unresponsive pump. The pump case was removed and moisture corrosion was found throughout the inside of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.